Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "system failure" alarm with a fault index 53 (front end fault). The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
Maquet (B)(6) evaluated the iabp error logs and recommended replacing the front end board to the hospital. The hospital didn't accept the replacement part and used a loaner pump. They are considering buying a new unit instead. Ref.: (B)(4).